Event description:
It was reported that at follow-up, multiple noise reversion alerts were found dating back to (B)(6) 2011, along with an aborted therapy due to oversensing. An externalized conductor in the pocket was observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.